Event description:
As reported by the user facility: "downstream occlusion, patient expired while on pump in ICU".

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Occlusion pressure threshold checks tested in spec. Log review confirms pressure alarm on 8/30/2022. Log review shows no pressure alarm on last date of infusions (B)(6) 2022. Preventative maintenance service was performed.